Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing multiple no delivery alarms. Customer advised they would change out the infusion set to resolve the no delivery alarm. Customer advised the insulin pump had not alarmed for one week. The insulin pump will not be replaced.